Event description:
It was reported that revision surgery was performed due to luxation.

Manufacturer narrative:
The purpose of this investigation was to evaluate the r3 delta ceramic acetabular liner. The archived component was examined visually and microscopically. No destructive testing was carried out. Metal transfer was observed on the articulating surface of the liner, superior surface of the rim, and the backside of the liner. Sem/edxa spectrum analysis of the articulating surface of the liner revealed signs of titanium and aluminum. Sem/edxa spectrum analysis of the superior surface and the backside of the liner revealed signs of titanium, chromium, and iron. Scratching, deformation, and metal transfer were observed on the taper surface of the metal band. Sem/edxa spectrum analysis of the taper surface of the ti-alloy metal band in the damaged regions revealed signs of iron and chromium. The metal transfer observed on the articulating surface of the liner may have been the result of contact between the femoral head, acetabular shell, and liner during the reported luxation event. The metal transfer observed on the superior surface and the backside of the liner were likely due to contact with a ti-alloy component and stainless steel instrument. The scratching, deformation, and metal transfer observed on the taper surface of the metal band were due to contact with a stainless steel instrument and from taper locking the liner/ring construct in the acetabular shell.